Event description:
Additional information was received indicating that ts reviewed a recent presenting electrogram (egm) and noted a large deflection following the biventricular pace marker. Ts discussed that the morphology may indicate loss of capture. No pacing inhibition of two seconds or more was found. Ts recommended an in-office check be conducted and an x-ray taken to further evaluate this rv lead.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that low, out-of-range pacing impedance measurements and noise were noted on this right ventricular (rv) lead. Boston scientific technical services (ts) also reviewed the most recent atrial tachycardia response episode and discussed that there was likely a lead issue. A red alert was later issued for low, out-of-range pacing impedance. It was reported pacing impedance measurements had been running in the low 200s and that this rv lead, which remains in service, would be evaluated. No adverse patient effects were reported.

Event description:
Additional information was received indicating that this lead was explanted and replaced.